Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead revealed a loss of capture. It was noted that the electrode was not adequately stimulated in the coronary sinus. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lv lead remains in service and a pace/sensed lead will be added in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.